Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
Philips¿ product support representative states customer's battery is defective. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the li-ion battery assembly outer surface revealed no evidence of damage. The li-ion battery assembly was installed in an fi test ventilator. The capacity of the battery was not at 100%. The battery was charged overnight and the battery reached 100%. The internal battery test passed. The battery was discharged and the battery capacity is verified. The ventilator was run for a minimum of four (4) hours. The battery was charged on a test ventilator and reach full charge. The determination could not be made that the device failed to meet specifications. The customer complaint of ¿backup battery failure was not confirmed.